Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the detached loop could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use ligating device hook was extended by pushing the slider, the loop detached from the hook. There was no patient involvement.